Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was noted after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.